Manufacturer narrative:
Philips has investigated this complaint. The philips remote service engineer (rse) checked the device remotely and confirmed the system failed not bootup. The field service engineer (fse) inspected the system onsite and upon functional testing, the fse confirmed that the power supply unit (pdu fan tray and dcps) was defective. The defective power supply unit (pdu fan tray and dcps) was returned for analysis, and it confirmed that the 24v power supply in the psu01 was defective. To resolve the reported issue, the fse replaced the power supply unit (pdu fan tray and dcps). After replacement, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the system failed to bootup. The device was outside of clinical use at the time of the reported event. No harm was reported to philips. Philips has started an investigation of this complaint.